Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a curved fiberstitch implant, ar-4570, was being used during a knee arthroscopy procedure. When the second implant was deployed behind the capsule, the implant stayed on the needle and the needle came out of the fiberstitch handle. The fiberstitch handle was removed per technique. The patient wasn't harmed and the needle was removed from the patient without causing any damage. Additional information provided 01/07/2020: the first implant was not removed and remained in the capsule. The case was completed with a device from another manufacturer.